Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery, performed to explant and replace the lead. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet was inserted into the lead with no resistance. Laboratory testing was unable to reproduce the reported high thresholds and loss of pacing, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. At testing the following day, a significant increase in pacing threshold measurements was observed, with a small decrease in pacing impedance measurements and a loss of pacing output. Three days post-implant the lead was to be repositioned; however, before starting the procedure no pacing at maximum outputs was observed. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery, performed to explant and replace the lead. This correction report is being filed to correct the alert date.

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. At testing the following day, a significant increase in pacing threshold measurements was observed, with a small decrease in pacing impedance measurements and a loss of pacing output. Three days post-implant the lead was to be repositioned; however, before starting the procedure no pacing at maximum outputs was observed. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was implanted successfully. At testing the following day, a significant increase in pacing threshold measurements was observed, with a small decrease in pacing impedance measurements and a loss of pacing output. Three days post-implant the lead was to be repositioned; however, before starting the procedure no pacing at maximum outputs was observed. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.